Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue where the expected fill was 240 and the pump displayed 105. There was no adverse impact to the customer's blood glucose level. The caller followed correct procedures, such as removing air and using room temperature insulin, but had overfilled the cartridge. Customer technical support advised not to overfill, and the caller understood but declined to load a new cartridge, choosing to continue using the current one and to follow up if necessary.